Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.

Event description:
Received information regarding the luer lock disconnecting from the infusion set. Reportedly, the contact indicated that the customer may wear the infusion set for up to 4 days. Customer's blood glucose level was 400 mg/dl.